Manufacturer narrative:
(B)(6). H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The returned video and photograph were reviewed, and it was noted that the cone of the access male luer lock (mll) was broken. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m100 set c had an external blood leak. The set was broken, and the arterial interface was leaking blood. This event occurred during use of the device during continuous renal replacement therapy (crrt). There was no report of patient injury or medical intervention associated with this event. No additional information is available.